Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch will be filed.

Event description:
It was reported that during a biliary stenting procedure, stent damage occurred. The lesion was located in the left bile duct. A percutaneous transhepatic cholangiography drainage (ptcd) tube was inserted into the left bile duct and another manufacturer's introducer sheath and 7f catheter were introduced through the ptcd tube. The 10.0x60x75cm express biliary ld premounted stent delivery system (sds) encountered difficulty advancing through the introducer sheath. Subsequently, it was noted that part of the sheath was bent along the ptcd tube. Also noted under a CT scan, was that the stent edge had "lifted up." Therefore, the sds was removed. The procedure was successfully completed with another manufacturer's device. No pt injuries or complications were reported. Pt status is listed as "good." Additional information has been requested, but has not been received.